Event description:
It was reported that the high-voltage right ventricular (rv) lead exhibited an impedance issue on both the superior vena cava (svc) and rv coils. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted on 2014 (B)(6), rv coil impedance measured 128 ohms, up from a trend in the 40-50 ohm range and the impedances continued to be high and variable. It was also noted on 2014 (B)(6), the svc coil impedance measured 108 ohms, up from a trend in the 50-60 ohm range and the impedances continued to be high and variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).